Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water was difficult to inject and remove. When sterile water was injected into the foley catheter during a pretest, it felt heavier than the usual product and was difficult to inject. It was also difficult to remove the water from the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that sterile water was difficult to inject and remove. When sterile water was injected into the foley catheter during a pretest, it felt heavier than the usual product and was difficult to inject. It was also difficult to remove the water from the balloon.